Event description:
Dexcom was made aware on 10/30/2024, that on(B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The date of event is an approximation. This report is to capture the second event with scarring. The pediatric patient experienced a skin reaction with rash, inflammation, blisters, scar, and infection, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the abdomen. A photo of the skin reaction in the complaint record was reviewed. The skin is dark red to purple in color. The area that was under the sensor adhesive is covered in small blisters, which also extends a bit beyond the sensor site. The parent confirmed that the scarring was still visible in (B)(6)2024, and that the scar was red and purple in color. The patient was prescribed a 50/50 moisturizer to apply on the scar. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 3 allegations of scarring. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4)and (B)(4)